Event description:
Customer reported crackling and sizzling sounds and alarm tone coming from system when it is plugged in. No pt injury was repported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power supply wiring harness, retapped the transformer, and replaced the surge suppressor. System operates as intended. This MDR is related to ge healthcare complaint number.